Event description:
Olympus was informed that four patients tested positive for bacterial micro organisms after having undergone a cystoscopy procedure. The patients were cultured using a urine test and the pseudomonas growth ranged from 70,000 to 100,000. It was reported that after the device was reprocessed, the device was cultured and tested positive for pseudomonas micro organisms. It was noted that the user facility performed a weekly culturing of their scopes for micro organisms. The device was removed from service as of (B)(6) 2014 after the fourth pt tested positive for a pseudomonas infection. Olympus followed up with the user facility to obtain additional info via telephone and in writing, but limited info has been provided.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. As part of our investigation process with this report, an olympus rep has been scheduled to visit the user facility to observe their reprocessing practices and provide additional in-service training. The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted if additional and significant info becomes available later. Please cross reference the associated reports for the other three complaint cases: 2951238-2014-00673, 2951238-2014-00674, 2951238-2014-00668.